Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) was unable to get much information from the hp regarding the alarm and he was quite upset that he was unable to bypass the initial drain and must be in pain until the hc alarms low drain volume (ldv). The hp alleged that he was never told he would be receiving a new hc and was not told of the changes on the hc. The hc was operational. The patient was connected at the time of the alarm or observed air. The proper procedures per the user manual were not reviewed with the reporter, since they did not stay on the line. It was unknown how the hp would complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2012 in regards to a system error 2240 alarm and he said he figured it out the problem himself after starting over with new supplies. He did not notice anything unusual with any of the previous supplies. He would not provide any further information. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter's attempt to obtain the sample and lot number were unsuccessful and therefore an evaluation and batch review could not be performed. A follow up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.